Event description:
Baby born in 2008 and catheter placed in left elbow the next month. Three days later, elbow noted to exhibit oedema. Oedema treated with biseptine.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 21 feb 2008.